Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss after sustaining a head trauma in (B)(6) 2014 (specific date not reported). Prior to loss of osseointegration, the patient experienced skin overgrowth issues and subsequently, on (B)(6), 2015, the patient underwent a procedure to place a new fixture and internal magnet.

Manufacturer narrative:
(B)(4). Device not available for analysis.